Event description:
Aprn had given a pt her nightly injection and was then removing the used needle and accidently stuck herself. The issue is the system is not safe. You are forced to recap or take a chance on unscrewing it without getting stuck. We feel there is a high incidence of injury with this product and it is not user-friendly and safe for healthcare provider administration.